Event description:
It was reported by service report that siderails are not locking in the up position and there are cracked corner cover exposing sharp edges. No pt involvement or adverse consequences are reported.